Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels above 400 (mg/dl). Reportedly, customer believes pump is not properly delivering insulin. Customer reverted to a non-tandem pump to deliver a bolus.